Event description:
Product would not complete cycle. Device was plugged in, made one cut and then quit working. Removed from service and replaced with new handpiece.====================== health professional's impression======================it just quit working.